Event description:
Emt's attended to a person who had collapsed at a grocery store check out stand. The operator attempted to use the device to perform an automatic ECG analysis. The device allegedly displayed repeated motion alarms for no apparent reason and analysis was inhibited. Als providers arrived and the device was used in the manual mode to deliver a countershock. The patient was converted to a perfusing rhythm.

Manufacturer narrative:
The device was returned to the factory for add'l evaluation. An inappropriate motion alarm was intermittently observed. The root cause was determined to be either the transfer relay assembly or the transfer relay wire harness assembly. Both assemblies will be replaced and the unit returned to the customer. Except as provided by 21 cfr 803.56, physio-control does not intend to submit add'l info on this event to FDA.